Manufacturer narrative:
Device evaluation completed on 11/03/2020. Returned device was received in decent physical condition. The top case was counterfeit and there was a crack on the right plunger case. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issue. The issue was able to be traced to a battery depleted error which caused the issue. This error would not be present if the pump was being operated plugged in or properly charged so this was determined to be user error. The battery was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had a bad motor drive. There were no reported adverse events.